Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25114569,25118477 and 25118786 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded and inserted into the aortotomy but did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta and removed the heartstring device. The case was completed without using a heartstring. The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded and inserted into the aortotomy but did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta and removed the heartstring device. A replacement device was used to complete the procedure. The surgeon loaded the heartstring device and inserted it into the aortotomy. Upon application, the heartstring did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta, the heartstring was removed, and the case proceeded without using a heartstring.

Manufacturer narrative:
Update 03/23/2016 04:43 pm (B)(4):the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4).

Event description:
Update 03/03/2016 01:40 pm (B)(4): the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded and inserted into the aortotomy but did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta and removed the heartstring device. The case was completed without using a heartstring. ******************************************************************************************* update 3/03/2016 01:03 pm (B)(4): the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded and inserted into the aortotomy but did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta and removed the heartstring device. A replacement device was used to complete the procedure. ******************************************************************************************* update 02/26/2016 06:15 am: the surgeon loaded the heartstring device and inserted it into the aortotomy. Upon application, the heartstring did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta, the heartstring was removed, and the case proceeded without using a heartstring.

Manufacturer narrative:
(B)(4)

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded and inserted into the aortotomy but did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta and removed the heartstring device. The case was completed without using a heartstring. The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded and inserted into the aortotomy but did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta and removed the heartstring device. A replacement device was used to complete the procedure. The surgeon loaded the heartstring device and inserted it into the aortotomy. Upon application, the heartstring did not produce a seal and was too bloody to proceed. The surgeon placed a side-biting clamp on the aorta, the heartstring was removed, and the case proceeded without using a heartstring.